Event description:
Inovent was displaying "weak no cell" in display window. A new cell was installed, as per manufacturer recommendations. The machine alarmed delivery and failure shut down. An attempted restart and purge were not successful. Same display occurred. The patient was decompensating, bagged and the entire machine was changed out. The machine was taken out of service and returned to the rental company.